Event description:
Originally reported: during use on patient, a hospital staff found that the ventilator was suddenly shutdown without alarm. There were physicians and nurses present in patient's room at the time of incident, therefore, they were able to notice immediately after the ventillator had shutdown without alarms. There was no servere injury or death reported. A dealer evaluated the unit and found that two fuses were blown in the ventiilator.